Manufacturer narrative:
The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The acessa provu system user's guide acknowledges that damage to adjacent structures is an inherent risk for radiofrequency ablation of fibroids and is a common risk to all surgical procedures for fibroid treatment. Multiple attempts have been made with the initial reporter and no further information has been received regarding the event. The root cause of the injury is unknown. Based on the information provided thus far through investigation, there is no evidence that the injury was the result of a malfunction or deficiency in the manufacturing, design, or labeling of the acessa provu system. A report was submitted out of an abundance of caution. Acessa will submit a supplemental report should additional information be made available.

Event description:
It was reported that a patient suffered a ruptured uterus after an acessa procedure on an unknown date around (B)(6) 2021. Multiple attempts were taken to gather additional information. No other information is available.